Manufacturer narrative:
A partial lead with the distal end measuring 56.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The death certificate notes, the cause of death fatal arrhythmia, cardiomyopathy.